Manufacturer narrative:
Correction: h6 - annex code c corrected.

Manufacturer narrative:
D9 and d10 - updated. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The DHR (device history record) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
The event involved 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock and it was reported that the "aads" line filter leaking. Able to change out line as 2-piece setup was used and no interruption to infusion. There was patient involvement, and no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. Additional contact information: (B)(6).